Manufacturer narrative:
Concomitant product(s): a 8015;8 100; pri tubing; baxter 2n1191. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported when they came on their shift, they noted the line was leaking, but they could not tell from where. Eventually, they saw it leaking at the y-site where the two y's meet and are bonded over the plastic. A scheduled cap and line change were performed. The line that was leaking was for a pge infusion. There was no patient harm. The customer later clarified the leak was not from the y-site (which was non-bd), but from one of the three mz1000-007 that were attached to the y-site.